Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the nozzle was clogged with foreign objects from insufficient cleaning. The device evaluation also found a worn light cover adhesive, a worn optical cover class adhesive, a worn distal end adhesive, a worn control body-grip, a worn control body-air/water housing-colored ring, a loose light guide tube-protectors, an evident minor delamination of light guide tube, and an out of alignment insertion tube orientation. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. The customer is not willing to provide any information for the reprocessing practice to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The root cause of the foreign material remaining in the subject device was unable to be specified. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that flex video scope that the scope had a broken handle. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, contamination was found in the air and water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.